Manufacturer narrative:
An abbott field service engineer was dispatched to the account and the customer changed the analyzer sample probe [part 01g48-04]. The analyzer was returned to normal operation. No additional creatinine imprecision was reported after the probe was changed. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, instrument log review, an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. The issue was resolved through replacement of the sample probe [part 01g48-04]. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. This issue was previously reported under MDR number 1628664-2018-00069 under a different suspect device.

Event description:
The customer observed falsely elevated creatinine results while using the architect c16000 analyzer. The following data was provided. Sid (B)(6) initial 370 mmol/l, repeat 60.2 mmol/l. No impact to patient management was reported.